Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device would not switch on. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 14th august 2007. Pad-pak from lot j0273 was 1 of 324 manufactured at heartsine on the 24th august 2017. There were no rejects within this batch. Pad-pak from lot j0273 (2021-12-01) was depleted. The returned sam 300p performed to specification during testing at heartsine. There was no evidence to indicate the device had caused the depletion of the returned pad-pak from lot j0273. Battery manufacturer, varta, investigated the battery pack and found no abnormalities with the battery cells and concluded that the battery pack had been completely discharged by an external load. With no fault found with the sam 300p, the investigation can only presume that the returned pad-pak had either been stored incorrectly or used with another device. The use of depleted pad-pak j0273 would have resulted in the sam 300p failing to switch on .had another adult pad-pak been available, the investigation has shown that the device would have been able to deliver shock therapy if required. The ability of the returned sam 300p to trigger a low battery warning and alert the user with a ¿warning low battery¿ prompt, a failure chirp and no flashing status indicator was verified during the investigation. A visual inspection of the pcba identified no abnormalities and no fault was found during stress testing. The low battery fails, seen in the early part of the device memory, had resulted in the event memory log becoming full on the 11th may 2014. There was therefore no available information within the memory log for when pad-pak j0273 would have potentially been installed i.e. October 2017 onward. Given no fault found with the device and the low battery fails occurred some six years after installation, it is reasonable to assume that these low battery fails were due to a genuinely depleted pad-pak. This device shall by retained by heartsine as per complaint handling procedure h001-003-038.

Event description:
Device would not switch on. No patient involved.